Event description:
The product was used during a laparoscopic procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/5/1998- supplemental report sent to FDA. Additional data entered in d9. Corrected data entered in d1. Device evaluation indicated and codes entered in h3 and h6. The clinical needle was not returned, therefore, the cause of the condition could not be reliably determined.